Event description:
It was reported that during a procedure to pre-dilate a moderately calcified, eccentric lesion in the distal right coronary artery, a trek 2.5x12mm balloon dilation catheter (bdc) ruptured on the first inflation of 6 atmospheres for 20 seconds. There was no resistance reported on advancement or removal. The trek 2.5x12mm bdc was removed easily and completely from the anatomy without additional intervention. Another trek 2.5x15mm bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.